Event description:
It was reported that the purewick urine collection system was not working and the patient had leakage. Representative did troubleshooting and the machine was now working. Representative gave tips on proper wick placement but patient did not understood the tips and would call back later. Patient had been using the product less than 90 days. Per email via liberator on 09oct2021, stated that it should say gave tips on proper wick placement.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system was not working and the patient had leakage. Representative did troubleshooting and the machine was now working. Representative gave tips on proper wick placement but patient did not understood the tips and would call back later. Patient had been using the product less than 90 days. Per email via liberator on 09oct2021, stated that it should say gave tips on proper wick placement.